Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise which was reproducible with muscle stimulation was detected on the right atrial lead. No intervention was performed at this time.

Event description:
Related manufacturer reference number: 2017865-2022-04421 new information received notes that the physician capped and replaced the right atrial lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.